Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. "The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states ¿select patient information cannot be provided due to regional privacy regulations."" " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 27.9 mmol/l at the time of the event. Customer didn't experienced any symptoms due to high bg. Customer also reported that transmitter and charger's are damaged and also received insulin flow block alarm. Troubleshooting was performed. Customer reports insulin pump system was not in use within 48 hours of event. It was unknown the auto mode feature was active at the time of the event or not. No further patient complications were reported. The customer will continue the use of the insulin pump and pump will not be returned for analysis.

Event description:
Customer's mother reported that the customer went swimming with the transmitter and water got inside the transmitter. So, customer was off the continuous glucose monitoring system. Customer had high blood glucose of 27.9mmol/l. Customer also had insulin flow blocked alarm. So, set was changed and now the set is working fine. Caller also mentioned that sometimes there were leaks and customer's clothes would smell of insulin. Pump was used at the time of the high. Sensor and transmitter were not used within 48 hours of the high blood glucose event because the transmitter was damaged and had water inside. So, transmitter could not communicate. So, smartguard was not used within 48 hours of the high blood glucose event. Incident date is (B)(6) 2023.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.